Event description:
It was reported that the patient attempted suicide and was admitted to the hospital. No additional information was provided. Additional information has been requested but was not available as of the date of this report.

Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) had not seen the patient since 2009. It was noted that the patient had not called the clinic since (B)(6) 2012 at which time he was instructed to schedule an appointment which they never did. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-45 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID, 3778-45 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID, 37742 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient product ID, 3708140 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension product ID, 3708140 lot#, serial# n(B)(4), implanted: 2008 (B)(6), explanted: product typ extension. (B)(4).